Event description:
It was reported that during usage of bd vacutainer® sst¿ blood collection tubes there were air bubbles found. The following was reported by the initial reporter: tubes present gel air bubbles.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 17-nov-2023. H.6. Investigation summary: bd received 49 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles was observed in both return samples and retention samples. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: leave medical device exp date blank and put see h.10 under medical device lot #. D.4. Medical device lot #: 3059229. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2023-04-12. D.4. Medical device lot #: 3179643. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2023-07-12. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during usage of bd vacutainer® sst¿ blood collection tubes there were air bubbles found. The following was reported by the initial reporter: tubes present gel air bubbles.